Event description:
It was reported that during inspection, the ventilator alarmed for air pressure too low. There was no patient involvement. Manufacturer ref.#: (B)(4).

Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that during inspection, the ventilator alarmed for air pressure too low. There was no patient involvement. The service engineer found that the that air pressure was too low and replaced the compressor motor with a new one. The device was handed over in proper working condition. The fault in this complaint has been determined to be a faulty compressor motor, details unknown. The compressor's true serial number has not been reported despite several requests. The initially reported serial number will be kept as it describes the connected ventilator. If the compressor cannot provide enough compressed air during operation, both the compressor and the (connected) ventilator will generate alarms. The conclusion is that the compressor motor was reported replaced. No further information has been received despite several requests.